Manufacturer narrative:
(B)(4). A replacement procedure for the lv lead is currently being planned. This report will be updated once this event occurs and/or the product gets returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that a revision procedure was performed and the patient¿s lv was surgically abandoned while the device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient was presented to their follow-up clinic with increasing shortness of breath at rest and with exercise. Upon interrogation, the patient¿s left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No capture at maximum outputs was also observed. The patient¿s crt-d was reprogrammed to vvi 40 and the lv lead was deactivated. The physician suspects the lv lead was fractured and a replacement procedure is currently being planned. For now, the lv lead and crt-d remains implanted and in service. No adverse patient effects were reported.